Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial under-sensing on some episodes. It was also reported high threshold was observed on the right ventricular (rv) lead. Both the ra and the rv leads remain in use. No patient complications have been reported as a result of this event.